Event description:
It was reported that the cast cutter was overheating during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the device is getting hot, was not duplicated and no failures were confirmed as the device was not returned for evaluation. Device is not returned to the manufacturer for evaluation.